Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 alarm, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Pump error 4 confirmed in the formatted history due to a software anomaly.